Manufacturer narrative:
The manufacturer previously received information alleging that the ds2adv auto CPAP device would not turn on. The device was initially returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation found pca was burned. The device's pca was not repaired due to the customer's request to return the device to pil. The device was returned to the product investigation lab (pil) for additional testing. Pil used a known good pil supplied power supply, ac power cord with the ds2 (dreamstation 2) and the observed no power. During the evaluation, pil performed an external and internal inspection of the device and observed iso (international organization for standardization) port had white dust-like contamination in it, heater plate had dust-like contamination. Inlet/outlet sea was missing. Pil also found possible corrosion across the top of the pca (printed circuit assembly) around j4 lcd ribbon connector, potential mineral deposits on top of pca (printed circuit assembly) which indicate possible water was on the pca. Dust-like contamination was observed on the blower motor, at the air inlet of the blower box, in the blower box, in the bottom enclosure, on the heater plate spring and on the bottom enclosure under the heater plate spring. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of burning odor, possibly due to the potential multiple thermal events. The previous report has incorrectly mentioned event date, evaluation method code grid, evaluation results code grid which have been corrected in this report. Box b, d, g, h have been updated/corrected. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging that the ds2adv auto CPAP device would not turn on. The device was not in use at the time of the occurrence. The device was returned to the philips service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the auto CPAP advance w/modem/pca was burned and some parts of the unit showed contamination. In conclusion, the device's pca was not repaired due to the customer's request to return the device to pil. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being sent to correct our previous submission. Updated: problem code grid. Health impact grid. Evaluation method code grid. Evaluation results code grid. Component code grid.

Event description:
The ds2adv auto CPAP was returned to the product investigation lab (pil) for additional testing. No air filter was returned. No sd card was returned. No inlet/outlet seal returned. No water tank returned. Pil used a known good pil supplied power supply, ac power cord with the (dreamstation 2) and the observed no power. During the evaluation, pil performed an external and internal inspection of the device and observed the following: iso (international organization for standardization) port had white dust-like contamination in it. Heater plate had dust-like contamination. Inlet/outlet seal missing. Possible corrosion across the top of the pca (printed circuit assembly) around j4 lcd ribbon connector. Potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca. Dust-like contamination on the blower motor, at the air inlet of the blower box, in the blower box, in the bottom enclosure, on the heater plate spring and on the bottom enclosure under the heater plate spring. The source of contamination was most likely external to the device. Additionally, pil was able to confirm the complaint of burning odor. Possibly due to the potential multiple thermal events.